Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process.

Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cassette and into the cycler. Pt stated there was solution coming from the cycler and does not have the tubing set. Nurse stated that the pt's effluent remained clear and had no adverse effects. Pt was able to complete their treatment using manuals. Sample has not been returned to the manufacturer.